Event description:
The consumer reports receiving bilateral cataract surgery with implantation of the crystalens intraocular lenses. Postoperatively, the pt reports dissatisfaction with vision results in both eyes. This report is for the left eye. Approx five months postoperatively a yag capsulotomy was performed which - according to the pt - resulted in decreased distance vision and no improvement of near vision. Based on the info provided by the consumer "the lenses locked in one position due to possible shrinkage or contraction of the lens sack". Additional info has been requested from the implanting surgeon.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens remains implanted.